Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient who experienced hemolysis, hepatic failure, and worsening ventricular tachycardia. The patient admitted with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. Same day after the implant, the patient's labs showed hemolysis. However, the patient recovered with no sequelae. Additionally, same day. The patient's liver function test trended upward after the impella implant. It was noted the team believed that the trend could be related to the cardiac issue related to right ventricle dysfunction. And two days thereafter, overnight, the patient entered ventricular tachycardia of 240 beats per min and was shocked twice. The patient was given dilaudid post event and started on vasopressin and amiodarone drip. Impella settings when from p-level p7 to p8. The patient recovered with no sequelae. Patient successfully bridged to durable left ventricular assist device and was reported stable.

Manufacturer narrative:
The investigation for the hemolysis, renal failure, and ventricular tachycardia (vt) has been completed. No product was returned for evaluation. Data logs were reviewed and no persistent suction alarms were noted, some "impella position unknown" alarms were noted intermittently during case. Clinical details noted that patient's pfhgb was at 49.5 after impella insertion, however, a baseline was not taken before pump insertion. Additionally, patient was noted to be in possible hepatic failure after impella insertion. The root cause of the hemolysis cannot be determined as no product was returned for evaluation. The root cause of the hepatic failure and vt cannot be determined with limited clinical information. Corrections to the initial MFR report: g1 MDR reporting contact email.